Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the coag self-activation failure complaint could not be duplicated, the unit was tested several times over two days before and after functional (output/cross coupling/leakage) tests. Voltages on output ports are all approximately 5v, no defect there that could cause the complaint either. It was reported that the unit remains in coagulation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: of the unit doesn't power on and the display does not work has no relationship to the reported condition. The most likely cause was traced to component failure. Another unreported condition was identified: of the front panel zif connector flat cable is broken that has no relationship to the reported condition. The most likely cause could not be established from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the unit remains in coagulation. The customer tried to replace the accessory (another multi-purpose bipolar accessory), but the malfunction represented.